Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asduf028 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "pt's mother alert rn that IV tubing was wet. Port access needle tubing was found to be cracked just proximal to the clave attachment. Port needed to be de-accessed and re-accessed"